Event description:
The injection was set for 1.5 ml/sec for a total volume of 150 ml's of contrast. The injection was started. When approx 41 ml's of contrast had been injected the pt complained of arm pain. The injection was stopped manually, the arm was checked, and an extravasation was noted. The amount of extravasated contrast was unk, however, the facility felt it to be greater than 20cc's. The pt was fine subsequent to the event. No medical intervention other than applying hot compresses and monitoring the pt was required. The exam was successfully completed using the pt's other arm.